Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: discovered foreign particulates in one of customer processes. Customer internal review has returned positive ID¿s for poly (bisphenol a carbonate), polypropylene, and polydimethylsiloxane (pdms) or dimethicone.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: discovered foreign particulates in one of customer processes. Customer internal review has returned positive ID¿s for poly (bisphenol a carbonate), polypropylene, and polydimethylsiloxane (pdms) or dimethicone.